Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue of the "medstation es main failure in drawer 6" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing and inspection process. According to work order (wo) (B)(4), the bd fse found during prior inspection the full height 6 controller card not fully functional. Fse replaced full height pyxibus module controller (pmc) card. Function checks performed. The external inspection was carried out in the laboratory according to the established procedure. During inspection fluid ingress were observed in pmc fh. Laboratory testing was not required due to the fluid ingress observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by fluid ingress in the pmc fh which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed. As per part investigation, it was determined that fluid ingress in the pmc fh which led to circuit instability. There were no adverse events or injuries reported based on this event.